Manufacturer narrative:
Title: proximal jejunal bypass improves the outcome of gastric clip in patients with obesity and type 2 diabetes mellitus. Source: seh-huang chao & chia-lin lin & wei-jei lee & jung-chien chen & ju jun chou. Date: published online: 29 january 2019. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
According to the literature source of study performed on patients underwent laparoscopic gastric clip (gc) and proximal jejunal bypass (pjb). Three patients in the pjb-gc group had tarry-blood stool postoperatively in the amount that transfusion of packed red blood cells was required. One patient in the gc group developed left-side atelectasis and pleurisy postoperatively which resolved after conservative management.